Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The physician was unable to cross the lesion site in an unknown vessel with a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. The physician withdrew the stent and the stent flared. The procedure was not completed because another taxus express2 stent was unavailable. No pt injuries or complications were reported. The pt's status is reported as good. No additional info is available as the facility can not identify the pt involved in this complaint.